Manufacturer narrative:
At this time, there is no information as to whether the event occurred before or during a case. A field service engineer from quest medical will travel to the facility to evaluate the console. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered with the console. The report states that the console displayed error code ec179 requiring the console to be switched out. There were no reported patient complications.

Manufacturer narrative:
The console was received and the reported complaint condition was duplicated. The device was disassembled and the io cam was replaced. The console was reassembled and was tested and went through 6 hours of power ups. The unit passed all operational verification tests without any errors. The io cam which was removed, was tested and was found to be functional. The speculative root cause of this issue is electromagnetic interference from the cam motors on the motor driver board. Quest medical will continue to monitor this issue and will evaluate the need for a corrective action following any additional findings.